Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the expiration date for some tubes of bd vacutainer® plus plastic serum blood collection tubes for serum determination was listed on (B)(6) 2017, a day that doesn't exist. The box was listed as (B)(6) 2017. The tubes were mislabeled. No injury or medical intervention reported.